Event description:
The manufacturer received a voluntary medwatch (mw5104201) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5104201) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. Observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. In secondary findings found dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Brown dust-like contamination at the air inlet and the inside bottom of the blower box. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The device's downloaded event log was reviewed by the manufacturer and found thirty-two erorrs. Section d4 and h4 missed to capture in previous report, it has been updated or corrected in this report. In this report, section d9, g3, h3, h6 has been updated.